Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the wristed needle driver (wnd) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer issue of the non-intuitive motion of the wnd. The wnd instrument was found to have the main tube broken at the distal end. The main tube was separated from the wrist assembly and intuitive motion was not being experienced. The movement output was not corresponding to what the hand motion was being experienced at the master tool manipulator (mtm). A piece measuring proximately .21¿ x .04¿ was not returned with the instrument. Material was found missing. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. No images or video were submitted for review. An system log review was performed to confirm that the wristed needle driver (pn: 478115-03, batch-sequence: t10210617-0010) was used on (B)(6)2022 during a myomectomy procedure on system sk4172 with 3 uses remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument exhibited non-intuitive motion. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: b5, g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site did not recognize a material was missing so they did not plan to conduct testing on the patient in response. The customer confirmed that no fragment fell inside of the patient. No further information provided. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.